Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: break. Probable root cause: design - design stackup interference - insufficient assembly design concept manufacturing - cannula, instrument or scope not manufactured to specification application - excessive force - user unfamiliarity with devices. The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the device broke during surgery. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during surgery. All pieces were retrieved and the procedure was completed successfully.